Event description:
The customer reported that the insulin pump alarmed motor error. Customer's blood glucose was 287 mg/dl but he stated he was not sure. Customer mentioned about his blood glucose fluctuates between high and lows. Customer stated he treats his low blood glucose with glucose tablets and food, and for high blood glucose he treats with manual injection if the insulin pump is not working. Customer also mentioned that the insulin pump alarmed motion sensor test failure. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional tests could not be performed due to the motor error alarm. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).